Manufacturer narrative:
Reliability analysis inspected 3 random sealed infusion sets, performed the manual prime and the high pressure test per section 13.2.3.2.2 des 8653 and dqtp 6117. A new lab reservoir was used along with a 5 xx insulin pump. All three infusion sets failed per specifications. The infusion sets were found occluded at the quick release connection septum sides. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer's daughter reported via phone call issues with the infusion set. Customer's daughter advised they had issues during the manual prime process. Customer was advised replacement infusion sets would be sent out and they agreed to return the products for analysis.